Event description:
The patient was having open heart bypass grafting using the saphenous vein from the right leg. During the minimally invasive vein harvesting the tip of the vein harvest device broke off in the patient's leg. The pa was able to retrieve the broken piece from the leg without incident.what was the original intended procedure?saphenous vein harvest for use in cardiac bypass surgery.device #1is this a laboratory device or laboratory test?no.